Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed multiple occlusion alarms observed in the black box; the force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. Pump exercised for 24hrs with no occlusions occurring. A review of the daily insulin delivery totals were found to correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The battery compartment is cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) above 250mg/dl with dehydration, vomiting, polyuria, polydipsia, and their sinus infection elevated the white blood cell count. The patient was taken to the hospital and treated with insulin via injection, IV fluids and food and/or drink as treatment. Customer support (cs) reviewed the pump and the occlusion sensitivity is programmed to low and the delivery speed is programmed to slow. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
The reporter contacted animas on (B)(6) 2015 not (B)(6) 2015 as previously reported.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.